Event description:
It was reported that the patient stopped charging the ipg as recommended due to ineffective stimulation ( reference MFR. Report#: 1627487-2019-00596,1627487-2019-00595). In turn, the ipg was deemed inoperable. The patient underwent surgical intervention wherein the ipg was explanted and replaced. Therapy resumed post procedure.